Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion being treated was located in the calcified and moderately tortuous mid right coronary artery (rca). The 5.0x8mm nc quantum apex balloon was advanced to post dilate an unknown stent in the mid rca. The balloon was inflated to 8 atms and the balloon ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device was received with no other devices or original packaging. There was blood and contrast in the hub, inflation lumen and balloon. The device was pressurized with an inflation device filled with water, which revealed a pinhole. The pinhole was located in the balloon wall material on the distal edge of the proximal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).